Event description:
This patient experienced a thrombotic event and subsequent myocardial infarction approximately three months after having a cypher stent implanted in the mid-rca. The patient underwent quadruple bypass surgery for this thrombus as well as other disease, and was discharged after two weeks. This patient was admitted to the hospital with a chief complaint of unstable angina (ccs iiib). The patient was currently taking aspirin and lovenox. The patient was taken electively to the cardiac cath lab, where angiography revealed an 80%, de novo, focal (10mm), irregular, eccentric, moderately calcified, b2-type lesion in the mid-rca. Lovenox was administered pre-procedure. Integrilin was administered both pre and intra procedure. There were no difficulties in accessing or wiring the vessel noted. The mid-rca lesion was not predilated prior to stent placement.